Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and no delivery alarm on the insulin pump. The customer's blood glucose level was 450 mg/dl the customer was treated with manual injection and IV fluid. The customer was admitted at (B)(6) on (B)(6) 2015. The customer received multiple no delivery alarm causing high blood glucose. The customer was advise to change the entire set, reservoir and insulin and treat per healthcare provider instructions. The customer will call back to finish the troubleshooting for insulin pump functionality.